Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the voyager balloon catheter was delivered toward the lesion; however, during the first inflation, the pressure stopped at 6 atmospheres. When it was removed outside, the contrast was found to be leaking from the balloon. So, the balloon was changed to the new one and the procedure was completed. There were no pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. A review of the product mfg records did not reveal any non-conforming material records associated with this report.